Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132811.

Event description:
It was reported that patients lead was fractured, as a result surgical intervention was undertaken on (B)(6) 2023 wherein one of the patients leads was explanted and replaced to address the issue. It is unknown which lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.